Event description:
It was reported an unspecified malfunction occurred. On (B)(6) 2025, the patient reported a cgm reading of 289 mg/dl and administered an insulin injection before going to bed; however, she was unable to recall the exact dosage. Later that night, her husband found her unconscious and transported her to the hospital. During hospitalization, the patient could not recall the treatment provided, her cgm readings, or whether a blood glucose meter comparison was performed, as she was in a coma at the time. She also could not confirm whether the cgm contributed to any symptoms due to memory loss regarding the event. The patient remembers staying in the hospital for approximately three days but was unable to provide the exact discharge date. At the time of this report, the patient was stable and doing well. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.